Event description:
It was reported that the lead was implanted with no issues. Upon the patient going to the recovery room, the nursing staff noticed heart rates in the 30's. After looking at the chest x-ray- it was apparent the atrial lead had dislodged. The patient was brought back into the cath lab and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).